Event description:
It was reported that during the implantation procedure, the physician attempted to connect a new extension to an existing lead, but the physician could not fully insert the lead into the extension. After several attempts, a new extension was used, but the physician was still unable to insert the lead fully. There was nothing visually wrong with the lead. The physician then "decided to extract one pole of the lead from the extension" to allow the use of 6 of the 8 electrodes. Electrodes 0 and 7 were unusable. Good impedances were seen from the usable electrodes. Good stimulation was obtained using the available electrodes; however, it was noted the patient was in surgery for "almost three hours" due to this event. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3877-45 lot# 0205759063 implanted: 2012-(B)(6) explanted: 2012-(B)(6) product typ lead. (B)(4).